Event description:
Surgeon was preparing to "engage" device and handle broke/snapped off. No parts of the stapler/or handle went into the surgical wound. Manufacturer response for contour cutter stapler, ethicon endo (per site reporter)